Event description:
Related manufacturer reference number: 3006705815-2019-01943; 1627487-2018-13090. It was reported during follow up surgical intervention was undertaken on 09 may 2019 during which the patients leads were re-inserted into the ipg resolving the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2018-13090. It was reported in follow up the patients lead revision did not resolve the ineffective stimulation. As a result, surgical intervention may be pending to replace the patients ipg.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2018-13090.